Event description:
The hospital alleged that a small piece of the distal end of the endoscope might have fallen into the patient during the procedure. An x-ray, taken following the procedure, did not reveal the small piece. There were no complications.